Manufacturer narrative:
Model number: 72404012. Lot number: 761809005. Model description: cxr 14cm.

Event description:
It was reported that the left cylinder of the inflatable penile prosthesis (ipp) was explanted due to ballooning of the cylinder. A new 14cm x 9.5mm cylinder was implanted on the right side. Further information was requested and not yet received. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
Additional information provided. Model number: 72404012 lot number: 761809005 model description: cxr 14cm.

Event description:
It was reported that the left cylinder of the inflatable penile prosthesis (ipp) was explanted due to ballooning of the cylinder. A new 14cm x 9.5mm cylinder was implanted on the right side. It was further reported that there was a "problem at the left cylinder inflation" beginning two weeks prior to surgery. The patient was doing well following the surgery. Product was explanted and returned. A supplemental report will be filed after product analysis has been completed.

Event description:
It was reported that the left cylinder of the inflatable penile prosthesis (ipp) was explanted due to ballooning of the cylinder. A new 14cm x 9.5mm cylinder was implanted on the right side. It was further reported that there was a "problem at the left cylinder inflation" beginning two weeks prior to surgery. The patient was doing well following the surgery. Product was explanted and returned. A supplemental report will be filed after product analysis has been completed.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegations of cylinder degradation and inflation problems were confirmed via product analysis. Based on the results of this investigation, no escalation is necessary. Model number: 72404012, lot number: 761809005, model description: cxr 14cm.